Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed lines on the screen, the user did not know how the issue occurred, and the screen became unusable, prompting a replacement device shipment. Symptoms included no alerts or alarms and inability to view the screen. Outcomes included continued use of cgm via the dexcom app or receiver and instruction to shut down the device and return it using a provided label, with reminders issued regarding timely return. Investigation included remote review of user-reported information and logistical follow-up on device return. Investigation of this case revealed that the device was reported as returned via a non-designated carrier, then retrieved by the user, and subsequent attempts to secure return continued, with no tracking confirming receipt. It was concluded that the device experienced a screen visibility failure requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.